Manufacturer narrative:
(B)(4). The sample was received and returned to the manufacturing site for evaluation. The manufacturing site reports that no investigation could be performed as the sample was received damaged. The manufacturer also reports this product family does not have a light source in the blade. It only transmits the handle's light through the blade light guide. The device history record was reviewed for lot no. 2002341 and no issues that could have contributed to the reported failure were noted. The device was manufactured according to release specification.

Event description:
Customer complaint reported as: "during the laryngoscopy, as soon as the blade was properly in the right position in the mouth of the patient, the light blinked and then stopped. Likely it was a bad connection between the handle and the blade." It was reported there was no consequence for the patient.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint reported as: "during the laryngoscopy, as soon as the blade was properly in the right position in the mouth of the patient, the light blinked and then stopped. Likely it was a bad connection between the handle and the blade." It was reported there was no consequence for the patient.